Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. A possible cause for breakage is stress overload. Our IFU warns against retracting or moving heavy tissue with this instrument.

Event description:
Allegedly, during a rectal resection procedure, one jaw broke off the instrument and fell into the patient. The doctor immediately removed the broken piece, replaced the instrument and the procedure was completed with no delay and no serious injury to patient.